Event description:
Customer requested a log review regarding an intended 24 hour infusion that lasted over 31 hours. A 250 ml bag of taxol on channel b was to infuse as a primary over 24 hours into an intra-arterial hepatic catheter. Channel a was a ns flush line infusing at 10 ml/hr as a primary and was plugged into a port on the taxol primary line. Taxol was hung at 11:40 am on (B)(6) 2011 and should have finished at the same time the next day, but did not finish till about 7:00 pm. Both the taxol and saline channels had multiple occlusion alarms as the catheter was very narrow and prone to kinking. The day shift nurses noted the under-infusion around 8:15 am on (B)(6) 2011. The pt said the pumps had alarmed all night for occlusion, so they suspect the night shift may not have responded to the alarms in a timely fashion, contributing to the delayed infusion. The customer stated they are not alleging any pump malfunction but want to know what the programming was, what alarms occurred, when they occurred, and when they were responded to. Customer stated that no further event or pt info is available. There was no pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). Customer stated that device will not be returned at this time because they do not feel the pump malfunctioned. The event logs and the data set have been received for investigation. A f/u report will be submitted once investigation has been completed. Logs received and log review pending.